Manufacturer narrative:
Reliability analysis: inspected 2 opened/used partial sensors and performed a visual inspection and found 1 of the sensors insertion needles was bent inside the sensor's base. Second insertion needle was missing. Unable to confirm customer received sensors in said condition due to customer returning them opened/used. Unable to confirm adhesive anomaly due to sensors being returned opened/used.

Event description:
It was reported that the customer's sensors were not sticking to his body, and that he had blood at his insertion site. The customer's blood glucose level was 90 mg/dl. The customer changed his sensor twice and resolved the issue. The product was returned. Nothing further was reported.